Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 38x2.75mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 2.75x38mm promus element ¿ long drug-eluting stent was advanced to treat the lesion. However, the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
The promus element ous, mr, 2.75 x 38mm stent delivery system was returned. A visual examination of the crimped stent showed proximal stent struts damaged. It is likely the crimped stent may have encountered resistance & subsequent damage during the attempt to cross the device through the stenosed lesion. The stent outer diameter of the undamaged section measured and is within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon wings showed that the folds were tightly wrapped and were not subjected to positive pressure. A visual and tactile examination of the device found no issue with the hypotube profile. A visual and tactile examination of the shaft polymer extrusion profile found no issue. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 38x2.75mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 2.75x38mm promus element ¿ long drug-eluting stent was advanced to treat the lesion. However, the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.